Event description:
Additional information was received on 08feb2024: the procedure taking place when the leakage occurred because of valve disconnect was cardiac catheterization. The patient had a lot of tortuosity which was why the doctor chose the size of the destination (ds) sheath he did, however they were leaking multiple times, and a very small hematoma occurred during the multiple exchanges of devices. The hematoma was resolved with manual pressure and the patient was in stable condition.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for valve leakage because the complaint sample was not returned for assessment. The exact root cause could not be determined. Historically, valve leakages have been caused by off-center insertion of the dilator. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
The user facility reported that during the procedure it was discovered that the hub of the destination sheath would not tighten adequately and as normal and as a result leaked blood. Another destination sheath with a different lot number was opened but was also found to have the same issue. Finally, a competitor device, manufactured by cordis, was used with success. The doctor stated that the device caused a hematoma. He could not explain how or why the device may have caused this. The estimated blood loss was less than 250cc.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide a correction to the summary that was previously provided in section h11 for this report. Please see the corrected summary below: the complaint cannot be confirmed for valve leakage because the complaint sample was not returned for assessment. The exact root cause could not be determined. The likely root cause of the leakage is the user not tightening the valve prior to the procedure. Review of the devcie history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition there is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).